Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer's time settings on the pump was incorrect. There was no reported impact to the customer's blood glucose level. The customer reported that would continue to use the pump until replacement arrived.